Event description:
A fail code 570. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative did not have information regarding whether there have been any reports of any patient incident involving this pump.

Manufacturer narrative:
A request for the return of the device has been made.